Event description:
Additional information received reported that the patient was going to receive a critical alarm on (B)(6) 2013. The patient went to see a healthcare professional (hcp) last month, (B)(6) 2013, who referred her to dr (B)(6). Dr (B)(6) office told her they cannot help her with a refill until the paperwork goes through, which would be after the expected critical alarm date. It was stated that the patient does not want pump to run dry.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product type catheter. (B)(4).

Event description:
It was reported that the patient had a refill a week ago and the next day, she went to the emergency room (ER) and she was hospitalized (B)(6) 2012, to (B)(6) 2012. The patient experienced increased pain, chills, shaking, sweats, bladder spasms, "mentally not there", had "lost track of the whole day," and increased sense of smell. It was noted, the patient tested negative for narcotics. It was also noted on the patient's hospital release form she had "altered mental status and drug withdrawal." The device system was used to deliver morphine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).